Manufacturer narrative:
Additional information: d4 (expiration date), h4 (manufacturing date). Corrected data: d4 (lot number), h6 (type of investigation). Updated results of investigation: it was reported that, after a total hip replacement (thr) had been performed on (B)(6) 2013, the patient experienced breakage of the ceramic ball head 32s and wear of the unknown sl-plus mia stem. A revision surgery was performed on (B)(6) 2024 to address this adverse event. Patient's current health status is unknown. Four devices have been returned for evaluation: 75004172-ceramic ceramic ball head 32s; 75003740-bicon-plus titanium shell 3-49 non-cem; 75003758-bicon-plus rexpol insert std 3/32non-cem; unkn1102903-unkn. Sl-plus mia stem. As this complaint was opened against the 75004172-ceramic ceramic ball head 32s, the following investigation tasks have been performed for the mentioned ball head. A review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. An assessment of the material characteristics was not performed. As the possession of the complaint device remains by the complainant, destructive testing to assess the material characteristics could not be performed. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar a failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the IFU applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the IFU (lit. No. 12.23, ed 03/21) states implant component fracture of the component as a ¿potential medical device problem¿ in combination with the implantation of a hip prosthesis. Upon clinical evaluation, the black liquid and worn cone are consistent with the reported metallosis. However, the clinical root cause of the metallosis cannot be definitively concluded. The patient impact beyond the reported event could not be determined. Further, the complaint sample has been forwarded to the supplier for further investigation. Upon visual inspection, metal transfer patterns of erratic appearance on the polished outer surface and on the fracture surfaces are available. This metal transfer was probably produced by chafing between the metal parts and the ceramic fragments after the fracture event. Unfortunately, such patterns do not provide any information about the cause of the fracture. From the fracture surfaces, it is obvious that fragments were chafing against each other. Due to this mechanism, intensive chipping occurred. Therefore, helpful information was likely lost which may contribute to the failure analysis. The density of the fragments were determined. The measured density complies with the specifications for these ball heads. As the possession of the complaint sample belongs to the complainant, destructive analysis was not permitted and the mean grain size of the device could not be determined. Based on the available information and the performed investigation, the complaint can be confirmed. Due to insufficient or lost information, it is not possible to speculate about factors which could have contributed to the reported fracture of the ball head. The root cause of the reported event remains therefore undetermined. Smith+nephew will continue to monitor this device for similar issues. The need for further actions is not indicated. This investigation is considered closed. Smith+nephew will retain the complaint samples.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that, after a total hip replacement (thr) had been performed on (B)(6) 2013, the patient experienced breakage of the ceramic ball head 32s and wear of the unknown sl-plus mia stem. A revision surgery was performed on (B)(6) 2024 to address this adverse event. Patient's current health status is unknown. Four devices have been returned for evaluation: 75004172-ceramic ceramic ball head 32s; 75003740-bicon-plus titanium shell 3-49 non-cem; 75003758-bicon-plus rexpol insert std 3/32non-cem; unkn1102903-unkn. Sl-plus mia stem. As this complaint was opened against the 75004172-ceramic ceramic ball head 32s, the following investigation tasks have been performed for the mentioned ball head. Due to an unknown batch number, the respective production documentation could not be reviewed. An assessment of the material characteristics was not performed. As a review of the production documentation could not be performed, due to missing batch number, the gathered information from a material assessment could not be verified by e.g. A material certificate. Hence, the material assessment has deemed to be not necessary. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing no additional complaints over the past 12 months with similar failure mode. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the IFU applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the IFU (lit. No. 12.23, ed 03/21) states implant component fracture of the component as a ¿potential medical device problem¿ in combination with the implantation of a hip prosthesis. Upon clinical evaluation, the black liquid and worn cone are consistent with the reported metallosis. However, the clinical root cause of the metallosis cannot be definitively concluded. The patient impact beyond the reported event could not be determined. Further, the complaint sample has been forwarded to the supplier for further investigation. Upon visual inspection, metal transfer patterns of erratic appearance on the polished outer surface and on the fracture surfaces are available. This metal transfer was probably produced by chafing between the metal parts and the ceramic fragments after the fracture event. Unfortunately, such patterns do not provide any information about the cause of the fracture. From the fracture surfaces, it is obvious that fragments were chafing against each other. Due to this mechanism, intensive chipping occured. Therefore, helpful information was likely lost which may contribute to the failure analysis. The density of the fragments were determined. The measured density complies with the specifications for these ball heads. As the possession of the complaint sample belongs to the complainant, destructive analysis was not permitted and the mean grain size of the device could not be determined. Based on the available information and the performed investigation, the complaint can be confirmed. Due to insufficient or lost information, it is not possible to speculate about factors which could have contributed to the reported fracture of the ball head. The root cause of the reported event remains therefore undetermined. Smith+nephew will continue to monitor this device for similar issues. The need for further actions is not indicated. This investigation is considered closed. Currently, the device has been sent to the supplier. The complaint sample will be returned to smith+nephew. Once arrived at smith+nephew, the device will be retained. Corrected data: e4 (reporter did not submit 3500a form to FDA), h6 (health effect - clinical code).

Event description:
It was reported that, after a thr had been performed on (B)(6) 2013, the patient experienced breakage of the ceramic ball head 32s and wear of the unknown sl-plus mia stem. A revision surgery was performed on (B)(6) 2024 to address this adverse event. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).